Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the all the stations were on critical override. A technical support specialist informed the customer that the issue was caused by a scheduled critical override configured by their information technology (it) team, which had not been communicated to the customer. After providing this clarification, the case was proceeded to closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all the stations were on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.